Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an eviva securmark procedure on (B)(6) 2025, the biopsy marker fractured and appeared to be two pieces in the post procedure image. The user reports that the marker was deployed in the intended location and the procedure was successfully completed. No further information is currently available.

Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva securmark procedure on (B)(6) 2025, the biopsy marker fractured and appeared to be two pieces in the post procedure image. The user reports that the marker was deployed in the intended location and the procedure was successfully completed. No further information is currently available. There was no harm to the patient, and the procedure was completed with the same device. No other information available. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The sample was not returned for this complaint. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Conclusion: the reported issue could not be confirmed because the device was not returned. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and the device was released meeting all qa specifications.